Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0v2av, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient implantable neurostimulator (ins) died in october and patient was not sure why. It was also added that its level had been tested strong in (B)(6) 2015 and it was determined that patient could wait two years before having it replaced. The patient needed their ins replaced in november. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). See MFR. Report #6000153-2015-00270 for information regarding the patient's concomitant lead. See MFR. Report #3004209178-2015-02763 regarding issues the patient experienced with a prior lead.

Event description:
Additional information received from the manufacturer representative reported that at a procedure on (B)(6) 2015, impedances were tested at default voltage and were normal. Three to four months later, the patient had another post-operative appointment and impedances were over 4000 ohms when tested at default voltage and at 3.0 volts. On (B)(6) 2015, both the lead and implantable neurostimulator (ins) were replaced. The plan was just to change out the ins, but intra-operatively impedances were over 4000 ohms so it was decided to replace the lead as well. After replacement, intra-operative impedances were normal. No symptoms were reported. No potential event cause was reported regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed device functioning okay, no significant anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider via a manufacturer representative reported that there was normal battery depletion. The device was used for treatment in the patient and the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.